Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 70 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. Customer provided that they have (not) any recent changes to diet, medication, or exercise. Back to back blood test during call on 01/20/2016 declined by customer. The product is stored by customer in the bedroom. The test strip lot manufacturer's expiration date is 08/19/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.